Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) pace/sense lead leading to inappropriate detection of non-sustained ventricular tachycardia by the implantable cardioverter defibrillator (ICD) and inhibition of pacing. In clinic it was found that the noise was reproducible. It was further reported that the defibrillation rv lead had t-wave oversensing (twos) that lead to an inappropriate shock back in 2004. Therefore, the pace/sense portion of the defibrillation lead was capped and replaced with a pace/sense rv lead in 2004 and the high voltage portion of the defib lead remained in use. Now this defibrillation rv lead and the implantable cardioverter defibrillator (ICD) have been explanted and replaced at the same time as the pace/sense rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.